Manufacturer narrative:
Weight: unknown/ information asked but not available. Ethnicity: unknown/ information asked but not available. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to mechanical failure. The account clarified that by mechanical failure, they meant that halos and shadows around vision during the day and evening making it difficult to drive. It was confirmed that the patient did not have any pre-existing issue which contributed to the reported issues. The incision was enlarged, and the lens was taken out in whole. No other surgical interventions were required. Another johnson and johnson lens of a different model and diopter (aab00 +19.50) was used as a replacement. The patient is stable, and no injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 3, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be identified. The complaint issues were not confirmed. No additional issues were observed during evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.